Event description:
It was reported that the patient had open heart surgery two days prior to the report. The manufacturer¿s representative (rep) was called to the hospital the day of the report to see the patient for complaints of a ¿rubbing, sharp¿ pain along the left side where the extensions ran. The patient complained he couldn¿t take a deep breath because he would get a ¿stabbing¿ pain at the extension location. The patient started to complain of this through the night prior to the report. The pain was the same with stimulation on or off. Impedances were all within normal limits. The patient was able to feel stimulation okay at 0.6 volts. He normally ran at 0.25 volts, and per the patient was strong at that amplitude and therefore he was reporting a change in this as well. It was unknown what the cause of the issue was or if the issue was resolved. The physician ordered a CT scan that had not yet been completed. At the time of the report the patient was alive with no injury. It was noted that at the time the rep. Saw the patient he was not having a 50% reduction but reported that prior to surgery he was having good relief. The rep. Didn¿t know what components were involved in the event or if it was device related. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).